Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). The patient is reported to have experienced clotting and occlusion of the inferior vena cava. The indication for the device implant was history for pulmonary embolism (pe) and (dvt). The device was placed via the right femoral vein, vena cava gram demonstrated no filling defects or vascular anomalies. The vena cava diameter upper limits of acceptable for filter placement. A trapeze filter was chosen and negotiated into place and deployed caudal to the renal veins at approximately the l3 level. The procedure was well tolerated with no immediate complications. The patient¿s history is significant for: seizures, dvt, migraines, hypertension, asthma, chronic obstructive pulmonary disease, hyperlipidemia, depression, panic attacks, sleep apnea, gastroesophageal reflux disease. Approximately five years post implant the patient presented to the emergency room with complaints of continued right groin pain radiating down the right leg with edema and redness. The patient denies injury, fall or trauma. The patient had been admitted ten days earlier with seizures, reportedly the patient is non-compliant with the seizure medication. Imaging performed at the time of admission for right leg edema demonstrated nonocclusive dvt in the right common femoral vein, femoral vein, and popliteal veins. Now seen is nonocclusive acute appearing dvt in 1 out of 2 paired right posterior tibial veins and in both para right peroneal veins, apparently having developed since the previous study. Also, there is acute appearing nonocclusive thrombus seen at the right saphenous femoral junction and in the right deep femoral vein. There is also echogenic, chronic-appearing dvt in the left common femoral vein which appears unchanged. The remaining veins of the left leg appear patent. Chest imaging showed no acute disease process. The patient has stopped taking anticoagulants two months prior at the direction of her primary care physician. Approximately three months later the patient presented right lower extremity swelling with a duration of two days. Venous ultrasound revealed is chronic-appearing nonocclusive thrombosis involving the bilateral common femoral veins and the right femoral vein proximally, suggestive of bilateral chronic dvt. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, device occlusion related to clotting and ivc stenosis do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed and a relationship between the reported events and the device could not be established. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis does not represent a device malfunction. Without films for review, it is not possible to confirm the reported event. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The reported event could not be confirmed and the exact cause could not be determined; therefore no corrective actions will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.